Event description:
A graft was implanted in the pt's forearm for use as a site for hemodialysis access. It was reported that the diameter of the graft appeared enlarged and the dr elected to ligate the graft. It was also reported that there was visual evidence of "bad needle sticks" indicating cannulation trauma. A new synthetic graft was placed for the pt's vascular access. A section of explanted graft was returned and analysis is in-process. The cause of this event has not been determined; however, cannulation and increased pressure due to downstream stenosis was known to be associated with similar occurrences in access grafts and these events are listed in the labeling provided with the device.

Manufacturer narrative:
As of the time of this report, the implant date and device serial number and/or model number have not been located. As a consequence there has been investigation into the device itself at this time.